Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is detached; the fiber is fractured proximal to glue zone; the heat shrink tube is torn/ melted; the fiber is blackened; the glass cap was returned; the glass cap exhibits a drilled through condition; the glass cap exhibits moderate burned detritus; the bevel section is melted there is some white unknown substance noted inside the fiber cap tip. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 50,000 joules, the physician noted that the fiber tip was damaged and the fiber cap detached. The physician reverted to turp to complete the procedure."no damages to the patient" reported